Manufacturer narrative:
H10: the device was received for evaluation in the opened original packaging; however, the cover that protects the adapter was removed which indicates that the set was used. Visual inspection was performed which observed the adapter was fractured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tip of plexitron extension set was broken. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter phone no. (B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.